Event description:
I have been using bausch & lomb multi-focal softlens contacts for several years without incident. After my latest exam, the optician prescribed me a slightly higher level (3.5) of a b&l multifocal. I wore the trail pair for less than a day, because I developed a headache. So I asked for my old prescription (3.25) to be reinstated. Fine, she ordered b&l 3.25 for me. The old packaging was changed, I noticed, but I went ahead and started wearing them. After the first day or so, I get a headache in the evening. After about a week or so of wearing these contacts, the headache starts early in the day, and the headache builds, and continues for several hours after I remove the contacts. I didn't associate the headaches with the contacts at first, because these were supposed to be 'my same old prescription'. I thought the headache might be sinus or allergy related, but when it became so intense yesterday, I realized this was something more than allergies. When I say headache, I mean lying-on-the-floor-&-crying headache. So I took out the contacts earlier than usual yesterday (I wear them about 12 hours a day). Yes, the headache began to dissipate. As I sit here today, I can't say the pain is entirely gone, but it's far below yesterday's pain level. My left eye still aches. I've read the box, and this ultra has some additional features, my optician is on vacation, so I have made an appointment to discuss this with her on her return. But in the meanwhile, I thought I should report this incident. From the internet, it appears that the old multi-focal softlens product will be / is discontinued. The ultra that replaces it is seriously bad news. The prescription is the same, and the manufacturer is the same. This "improvement' is creating a serious problem. FDA safety report ID# (B)(4).